Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead displayed loss of capture during transtelephonic monitoring. The patient reported feeling dizzy and short of breath for the past week. Upon testing the right ventricular lead displayed high threshold measurements and low impedance measurements. The p wave measurements could not be obtained and farfield sensing on the atrial channel was noted. The device output was increased and the representative reported that the p wave measurements could not be obtained due to the farfield sensing. The products remain implanted. No adverse patient effects were reported.